Event description:
Customer reported the panorama central station had an error message and freezes intermittently, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacements of the system's hard drives.